Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was collected from the device and analyzed. Analysis of the device memory indicated an electrical reset.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device suffered a power on reset (por) following a device follow up, which subsequently triggered a carelink alert. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.